Manufacturer narrative:
The insulin pump was received with missing segments on the display and an extra segment line while on the home screen due to open zebra connector. The insulin pump was received with cracked case at the display window corners and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call blank screen on the insulin pump. Customer's blood glucose level was 125 mg/dl. Customer stated that during a bolus attempt there is a line on the blank screen which starts to blink and when they enter the menu the line disappears. Customer advised the display screen has a black bar that runs vertical on the screen and that the bar is in the middle of the screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.